Manufacturer narrative:
Information added/updated to section h6 (type of investigation, investigation findings, and investigations conclusions). H11: additional manufacturer narrative: the device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. The instructions for use (IFU) have been reviewed, and no inadequacies have been identified regarding warnings, contraindications, and the directions/ conditions for the successful use of the device. The reported type of event is included in the IFU. Suture looping occurs when the surgeon inadvertently wraps or entangles a suture over one of the commissural posts during bioprosthetic valve implantation. This generally occurs because the commissure posts are on the distal (blind) side of the device while lowering/advancing the valve to the mitral annulus during implantation, and the suture used to attach or mount the bioprosthetic valve to the heart tissue loops around the inside of one of the commissure post tips. Alternatively, additional sutures, which may be used to more securely attach the valve in place after uneventful, proper advancement/placement, can inadvertently get looped around a commissure post due to obstructed visibility. Limited visibility of the distal commissure posts may be exacerbated by minimally invasive surgeries, where incision sizes are small. Whether identified intra- or post-operatively, there is no evidence to suggest a manufacturing defect caused or contributed to the reported event. The root cause is procedural factors. Since no edwards defect was identified, corrective or preventative actions are not required.

Manufacturer narrative:
This supplemental is being filed due to new information received. The investigation results were already submitted in the previous MDR. Correction: h6 (device code) updated.

Event description:
Per the report received from canada, this 11400m27 valve was explanted at implant from the mitral position due to transvalvular regurgitation. The issue was detected before the protamine administration, during the intraoperative tee, while the patient was still cannulated. The valve was severely leaky with abnormal leaflet motion. Per surgeon's opinion, at explant two of the leaflets were deformed at the commissure, as if a suture loop was tightened over them, even though he everted the sutures. The patient required ECMO due to av groove disruption which was alleged to be related to the initial valve. A bioprosthetic valve was implanted in replacement, and the patient was finally discharged home after a prolonged recovery.

Manufacturer narrative:
H11: additional manufacturer narrative: customer report of regurgitation was confirmed through observed suture loop. X-ray demonstrated wire form intact. Suture track indentations were observed on free margins of leaflets 1 and 3 near commissure 1. This indicated the suture was looped around commissure 1. No other visible inconsistencies were observed from the returned valve. Multiple suture holes were visible around the sewing ring. Sewing ring cloth was cut in multiple areas around the valve and exposed silicone of sewing ring. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.